Manufacturer narrative:
A maquet field service technician (fst) inspected the device and detected that the six fixing screws on the ceiling suspension tube were broken. After analysis, the breakage of these screws is due to the following issues: the suspension tube was not installed by maquet authorized technicians and the installation had not been performed as described in the installation manual. Three of the six fixing screws were installed above a false ceiling. Due to this incorrect installation, the verification of the top three screws was not possible during maintenance. This device is not maintained by a maquet representative or a technician trained by maquet. No preventative maintenance records were provided to maquet by the hospital. The installation manuals for xten provides specific directions with respect to proper installation of the ceiling suspension tube and fixation screws to guarantee the durability of the assembly. Maquet recommends annual maintenance in order to check the correct fixation of the screws. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
When the theatre staff entered into the operating room at the start of the day, the surgical light was found on the top of the operating table. The light remained connected to the ceiling by the cables. No patient nor users were present when the incident occurred. (B)(4).